Manufacturer narrative:
A zoll representative went onsite for the evaluation. Review of the device log showed an event that occurred on (B)(6) 2021, where the device did not display a pads signal when connected to a patient. The log showed the device was powered on in pads view but no pads were connected to the patient at the time. Approximately 2 hours later, pads were placed on the patient and the device detected a patient impedance, but the ECG view was in leads. Through the remainder of the case, the ECG view was never switched back to pads. Had the ECG view been switched to pads while the pads were on the patient, a signal would have been seen. There are no critical errors in the log that would have prevented the device from displaying a signal. The device was tested with no discrepancies found. The investigation concluded that the device is working as expected. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.